Manufacturer narrative:
E1 - initial reporter address / phone 1: (B)(6).

Event description:
It was reported that the inner packaging was found cut. An encore 26 inflation device was selected for use. During preparation, after opening the outer package, a cut mark was observed on the inner package. Furthermore, it was noted that the cut had penetrated through the inner package film. There was concern about device sterility, so the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.